Manufacturer narrative:
The involved variolock tubing clamp was scrapped and is no more in use. A photo of the defective variolock was sent to livanova (B)(4) for evaluation and confirmation. The variolock was identified to be of the older design which caused the reported issue. A corrective action was implemented for this issue.

Manufacturer narrative:
There was no patient involvement. The reported product is not serial number-controlled. As the reported device does not have a serial number, the manufacture date is unknown. The manufacture date of the associated pump is august 26, 2008. Livanova (B)(4) manufactures the variolock tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the bolt of a variolook tubing clamp became loose during maintenance. There was no patient involvement.